Manufacturer narrative:
Correction: product event summary - the full lead was returned and analyzed. It was visually noted that there was apparent explant damage. (B)(6). (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead was found on fluoroscopy to be coiled up in the sub-clavian vein. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned and analyzed. There were no anomalies found. The proximal end was kinked/buckled; the distal end of the electrode was covered with blood and body tissue/fibrotic growth and the outer insulation was breach cut. Concomitant products: 5076 implantable pacing lead 2011 (B)(6). (B)(4).